Event description:
The manufacturer representative reports the patient's entire system was removed due to infection. No patient symptoms or causative agents were reported. Date of implant was in 2007, and date of explant was thirteen days later. The device (pump) was returned for analysis. Additional information had been requested from the hcp, but was not available on the date of this report.